Event description:
It was reported that after a non-device related surgery, the patient was not feeling any stimulation coverage and the ipg was not communicating to the remote control. It was also noted that the patients leads had migrated. The physician decided to replace both ipg and leads. The patient was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-50. Serial: (B)(6) . Batch: 7076167/7076144.